Event description:
It was reported that the asymptomatic patient presented in the operating room for a routine device change out. Upon connecting the right ventricular lead to the new pulse generator, low lead impedance was observed. The lead was disconnected and tested via the pacing system analyzer which reported lead impedance measurements within range. Fluoroscopic imaging revealed no lead anomalies. The pulse generator was replaced and no lead issues were noted when connected to this device. The lead remained implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead continued to exhibit low impedance. The lead was capped and replaced on (B)(6) 2015 .